Event description:
During an endoscopy procedure, a cook savary-gillard wire guide was used with a stent deployment device. The wire guide kinked during use and was unable to be removed from the stent deployment device. Our attempts to collect add'l info regarding pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event, the info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. According to the report this wire guide was used with a stent to deployment device. The instruction for use state, 'this device is used to introduce the savary-gilliard dilator. Do not use this device for any other purpose other than the stated intended use." The intended use listed in the instructions for use indicates this device is used to introduce the savary-gilliard dilator. If the wire guide rec'd excessive pressure in response to resistance due to a severe stricture or trying to remove wire guide through a non-compatible device, this could have contributed to kinking of the wire guide. Prior to distribution, all savary-gilliard wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history records of the possible lot numbers confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the information provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.